Event description:
Customer reported via phone, the insulin pump had alarmed no delivery while she was sleeping causing her blood glucose to rise over 600 mg/dl. The alarm was resolved by a complete set change. Customer was advised to call when alarm occurred to perform troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.